Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the single suite curved cannula involved with the complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure mode. Upon failure analysis, the tube can move with respect to the bowl feature. Improper welding that join tube and bowl allows for the free movement. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. A field safety notice #2955842-02-28-2014-001-r requested for all single-site 5mm curved cannula including part number 428071-03 to be replaced and returned. The complaint is being reported due to the following conclusion: the single site curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, as the customer would redock and reposition the single site curved cannula, a weld defect was noticed. After removing the cannula, the customer noticed that the rod of cannula was not welded to the head of the cannula and that it would turn by itself. The associated procedure could not be completed robotically and was converted to coelioscopic surgery. This resulted in an increase in the amount of anesthesia administered to the patient and "moral harm." No visible cracks or other anomalies was observed on the cannula. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative and obtained the following additional information regarding this event: the issue was not with the arms but with the curved cannulas. The rod of the second cannula was not welded to the head of the cannula and turns by itself. Isi contacted the site and obtained the following additional information regarding this event: the bilateral ovariectomy procedure was reported to have been delayed by 45 minutes during which additional anesthesia was administered to the patient. Regarding all reported occurrences, the curved cannulas were observed to both be pointing to the right side as opposed to on each side as usual. The rods of both cannulas were observed to not be welded to the head of the cannula and turn by themselves. There was no patient injury or any fragments falling inside of the patient.